Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's mother reported the insulin pump began to vibrate and then alarmed no delivery. It was also found the buttons were unresponsive on the customer's insulin pump. Customer's blood glucose was unknown. Troubleshooting did not occur due to the buttons being unresponsive. Customer's mother stated the no delivery alarm did not occur during a manual prime. Customer's reservoir will be returned. No additional information provided.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.